Event description:
It was reported that, "dr (B) (6) went to clamp patella during cementing; patella clamp kept "popping" off; won't stay clamped at bottom rungs."

Manufacturer narrative:
DHR and complaint history review; conclusion: device was mfg prior to design change.